Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - constructs: viper prime lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing: retrospective review of viper prime system under navigation guidance. The following complications have been identified: 8 patients had dural tear (surgical). 1 patient had superficial surgical site infection (prior to discharge). 1 patient had pseudoarthrosis (3-6 months postoperative). 1 patient had screw loosening (3-6 months postoperative). 1 patient had deep surgical site infection (3-6 months postoperative). 3 patients had adjacent segment disease and proximal junctional kyphosis (6-12 months postoperative). 4 patients had revision (3-12 months postoperative). 1 patient had pseudoarthrosis, deep surgical site infection and screw loosening. (6-12 months postoperative). This is for unknown depuy spine viper prime, viper prime navigated inserter, and unas. This is report 4 of 5 for complaint (B)(4). A copy of the clinical evaluation form is being submitted with this regulatory report.